Manufacturer narrative:
Two sterile 72201782 9x30mm biorci-ha screw used for treatment, were returned for evaluation together. The second device was reported under 1219602-2019-01025. The complaints stated: ¿the screw broke inside the patient.¿ inspection verified that these were 9mm product. The head of the implants were in reasonably good condition. The lengths measured approximately 24mm and 19mm. This would indicate 5mm or more distal material is absent from each item. Both item¿s distal threads were compressed, peeled back and fractured to some degree. The distal area is fractured and especially chewed up on one. This is aligned with over torque and/or entanglement with a guide wire. The other has very compressed and distorted threads. Symptoms are also aligned with continued driver rotation after product rotation ceased. The portions returned confirmed force was a factor. The symptoms are consistent with either unexpected one density encountered or an inadequate tunnel diameter. These are tapered screw. The largest diameter needs to be accommodated. Interference screws recommend 1:1 screw size to tunnel size for best surface interference contact per instructions for use: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ no root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, the screw broke inside the patient and was removed with a clamp. The procedure was completed with a back up device with no delay or patient injury reported.